Manufacturer narrative:
Investigation findings: the tubing set was received for evaluation and the reported problem was unable to be confirmed as the tubing set was received in pieces. Additional information from the customer found that the set up for inflow and outflow may have contributed to this event. The sales representative has provided additional in servicing for this equipment.

Event description:
It was reported that during use of this arthroscopy tubing set, the pump went to high flow and the pressure jumped up. The surgeon noted swelling in the patient's joint and stopped using the pump and tubing. The fluid was manually compressed out by the surgeon. During trouble shooting, the tubing was changed out and the problem continued. The pump was changed out and the surgery was completed without further problems. There was no report of injury to the patient following completion of the surgery.